Manufacturer narrative:
It was reported that during a left sided l4/l5 and l5/s1 transforaminal lumbar interbody fusion with a left sided laminectomy and total facetectomy, the l4-r and l5-r screws were misplaced. Engineering evaluation was unable to verify a system malfunction due to insufficient information as the user did not submit case logs for investigation. During the pre-operative registration and after the registration has been completed, users should perform a landmark check or verification to ensure the registration has been successfully calculated. Excessive force on the end effector is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. Ultimately, the l4-r screw was repositioned but the l5-r screw was not. It was reported that the patient experienced foot drop and that no post-operative MRI was taken. There are no further updates regarding the patient's health. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.